Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, version: 4.2.1, ubd: unknown, UDI#: unknown; product ID: bi71000180r, serial/lot number: unknown, ubd: unknown, UDI#: unknown. H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Multiple annex g codes were reported. G02008 corresponds to the concomitant product m021083c001. G04131 corresponds to the concomitant product bi71000180r. Multiple fdd/annex a codes were reported. A110201 was coded for the pendant delay and related issues. A08 was coded for the system prompting a movement calibration. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the system was powered on the morning of the event and after a couple of hours, the system was stalled in the initializing screen on the pendant. The system was then restarted, and the issue seemed to resolve. However, shortly after powering on the system, the manufacturer representative (rep) noticed that the pendant buttons appeared to have a 10 second delay between when they were pressed and when they would execute the intended function. The system was powered off, removed from wall power, then restarted and plugged back in, which seemed to resolve the button delay. However, the rep reported that the system had him perform a movement calibration. After moving the system into the room, the button delay reoccurred, the system was powered off and then on again, a movement calibration was performed, and the issue resolved and did not reoccur. There was no reported impact on patient outcome.

Event description:
Additional information was received. It was reported that the procedure being performed at the time of the event was a transforaminal lumbar interbody fusion (tlif.) There was no reported delay to the procedure due to this issue.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, ubd: unknown, UDI#: unknown h2: section a updated. H3: a medtronic representative went to the site to test the equipment. Testing revealed that the logs pointed to a motion interface issue. Therefore, the motion interface was replaced. During troubleshooting of the reported issue, a popping sound was heard. The system was then stuck on the, "system booting, please wait" message on the pendant. Additionally, the generator would not power on. It was verified that the power supply was missing the -15v. The power supply was then replaced. The imaging system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c07, c02 fdc d02 are applicable to the system checkout. Img code g02027 was added to reflect the concomitant product bi71000450. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the product: bi71000450, lot number: k22210206 rev. F, was returned to the manufacturer on 2024-05-02 and analysis confirmed the reported event of "unable to boot". The power supply failed bench testing and visual inspection confirmed the power supply was electrically overstressed. The integrated circuits (ic) were damaged. Previously reported codes, b01, c02, c07, and d02 are applicable to this returned product analysis. H3, h6) the product: bi71000180r, lot number: 81622421 rev. 3, was returned to the manufacturer on 2024-05-02 and analysis did not confirm the reported event of "pendant delay". The motion enclosure was installed into a test imaging system and the system failed to boot. There was no power from the motion enclosure to the motion boxes. Previously reported codes, b01, c02, and d02 are applicable to this returned product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.